Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The patient is male and (B)(6), other information is unknown, implanted device 823100 in (B)(6) 2014. The initial pressure is 170 mm h2o. The patient re-examined in (B)(6) 2015, the x-ray indicated that the cerebral ventricle was enlarged. In (B)(6) 2015, the patient had vomiting symptom. The surgeon tried 3 times to adjust the pressure to 130 mm h2o but failed. On (B)(6) 2015, x-ray indicated the pressure value was still 170 mm h2o. The patient accepted revision surgery and changed new programmer on (B)(6) 2015. The patient is in stable condition now. 1/3/16 per affiliate: on (B)(6) 2015, the patient had vomiting symptom; on (B)(6) the patient accepted x-ray inspection respectively. During that time the surgeon tried 3 times to adjust pressure from 170mm h2o to 130mm h2o but failed.